Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Catheter model 8709, lot# l78693, implanted: (B)(6) 2000 explanted: unk; catheter model 8598a, serial# (B)(4), implanted: (B)(6) 2000 explanted: unk.

Manufacturer narrative:
Product ID 8709, lot# l78693, explanted: 2011-(B)(6), product type catheter, product ID 8598a, serial# (B)(4), explanted: 2011-(B)(6), product type catheter.

Event description:
Additional information: it was reported that the pump and catheter were replaced because patient was getting spasms.

Event description:
Corrected information: the patient outcome was reported as recovered without sequela.

Event description:
It was reported that patient experienced sudden increase in pain, nausea and vomiting. Healthcare provider (hcp) was not able to aspirate fluid, and the same was seen in a catheter dye study. It was later reported that the catheter was occluded. It was also added that the pump battery was expiring; eri (elective replacement indicator) was 11 months. Both the pump and catheter were replaced. Drugs delivered via the device were clonidine and bupivacaine. The event was stated as ongoing. A follow-up report will be sent if additional information becomes available.

Event description:
It was later reported that the patient experienced withdrawal symptoms. The catheter was spliced during the revision surgery on (B)(6) 2011. The event was reported to be resolved without sequelae as of (B)(6) 2011.